Manufacturer narrative:
Qn# (B)(4). The customer report of device damage was confirmed through investigation of the returned sample and customer supplied photos. Visual analysis of the sample and photos revealed the hypotube was completely separated from the flat push rod at the weld joint. The catheter body was heavily deformed/damaged around the halfpipe, and the push rod was bent. Damage was also seen on the catheter tip. The outer diameter of the hypotube and catheter body were within specification limits. A device history record review was performed, and no relevant findings were identified. Additional information was received. There was no harm or health consequence to the patient. The procedure was completed with a different device. Based on the customer report and the sample received, unintended user error likely caused or contributed to the event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "trapliner got stuck in 7fr. Medtronic ebu 3.75 guide. Procedure completed with a different device. There was no harm to the patient.".